Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was found during evaluation caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had delayed keypad response. There was no patient involvement.